Event description:
It was reported via repair work order that motor functions were affected due to a bent litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that motor functions were affected due to a bent litter frame. This issue is not reportable per the calculated exposure of the product family hazard harm list criteria, indicating that the malfunction, if repeated, is not likely to result in serious injury or death to the patient or caregiver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported via repair work order that motor functions were affected due to a bent litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.